Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was not returned and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the absolute stent delivery system (sds) was advanced to the moderately calcified, mildly tortuous target lesion in the common iliac artery. During deployment, the thumbwheel became stuck when the stent was 99% deployed. The sds along with the partially deployed stent was removed from the anatomy with difficulty and the stent detached from the sds proximal to the lesion. The stent was removed using a snare. There was slight intimal damage due to removal of the mostly deployed stent. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. There was no additional information provided.